Event description:
It was reported that the pulse generator was removed and replaced on (B)(6). The patient was stable following the procedure.

Event description:
It was reported that when an asymptomatic patient presented in clinic, upon device interrogation using a merlin.net transmitter, device backup vvi mode was observed on the device. Patient is stable. No further information available.